Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was received in the return kit, submersed in an unidentified liquid. A deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0525 mm, outside the tolerance of 0 ± 0.02 mm. A permeability test has shown that the prosa valve is permeable. The prosa valve was tested and is not adjustable throughout the normal range. It was restricted adjustable. The brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Based on our investigation, we confirm that the prosa valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. No further actions are required.